Manufacturer narrative:
This event occurred in (B)(6). Sample material was requested for investigation but could not be provided. Calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results between neat and diluted results for 3 samples from 1 patient obtained between (B)(6) 2020 and (B)(6) 2020 tested for elecsys estradiol iii (estradiol iii) on a cobas 6000 e 601 module. Refer to attached data for the results. The results from the samples from (B)(6) 2020 and (B)(6) 2020 were reported outside of the laboratory. The e601 module serial number was (B)(4).